Manufacturer narrative:
User facility report: (B)(4) was received 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
This event was received from medwatch (B)(4). It was reported that the patient was presented with symptomatic anemia and melena in the setting of coumadin (warfarin). Hemoglobin was 6.0 and international normalized ratio (inr) was 1.7. The patient did not receive any aspirin (acetylsalicylic acid) therapy due to previous gastrointestinal bleeding. Two units of blood were transfused. Endoscopic evaluation included esophagogastroduodenoscopy (egd), enteroscopy, and colonoscopy, where a single colonic arteriovenous malformation (avm) was identified and treated with clips. Heparin to coumadin (warfarin) bridging was completed prior to discharge and no aspirin (acetylsalicylic acid) was given.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Bright red blood per rectum was noted, and an esophagogastroduodenoscopy (egd) and a colonoscopy revealed a single angioectasia. Three clips were placed.